Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 260 mg/dl. Customer states the insulin pump was exposed to moisture and the insulin pump was powerless. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.